Event description:
Boston scientific received information that this patient with 3rd degree heart block was in the emergency room due to pacing inhibition which resulted in dizziness and a fall. Evaluation of the lead noted impedance measurements greater than 2000 ohms, noise and no capture despite maximum device outputs. This lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.